Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, UDI, h4: the device lot number, device manufacture date and UDI has updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: device log files were reviewed for this event, it was found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments ( ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started: check that the array clamp is securely attached on the array drill pins. Check that the bone array is securely connected to the array clamp. Re-acquire checkpoints and anatomical landmarks. Otherwise, proceed using conventional manual procedure. There are no defects found with the system or software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Recommendations it is recommended that the user follow the guidance on IFU; system troubleshooting, resection planes look inaccurate: utilized to verify the resection plane accuracy and correct any deviations. It is recommended that the user follow the guidance on instrumentation: assemble array to clamp. It is recommended that the user follow the guidance on IFU; intraoperative use: attaching the bone array to the array clamp. It is recommended that the user follow the guidance on IFU; system troubleshooting: bone array moved during the procedure. It is recommended that the user follow the guidance on IFU; intraoperative; use initial manual positioning. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Position the center of the device array interface at 25mm (1 inch) below the femoral epicondyles. Position the center of the knee at approximately 180 mm (7") from the device array interface. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. While the root cause of the array movement cannot be determined, the failure to stop the procedure after the failed checkpoint verification makes this fall under cause traced to user. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling by the user.

Event description:
It was reported that during a knee surgery, it was discovered that the cuts made with the robotic-assisted solution satellite station device were inaccurate. Additionally, the device was used in conjunction with the robotic-assisted base station device. According to the reporter, after completing the anterior chamfer cut, the surgeon inserted the femoral implant trial. At this stage, the surgeon noticed a 5mm gap on the lateral side of the anterior chamfer between the cut and the femoral trial, while the medial side showed only a 1mm gap. The plane of the anterior chamfer looked different from those made in earlier surgeries, exhibiting a more pronounced and transverse cut. It was reported that all the cuts were checked, and the surgery was successfully completed. There was fifteen-minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: velys base station device, (B)(6) 2025. D4, h4, UDI: the lot number is currently unavailable; therefore, the device manufacture date is unknown and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.